Event description:
On august 18, 2022, a customer emailed (B)(6) attaching three images of the ag covid tests showing the results of the control swabs inaccurately. Two that gave positive result were very dark and the other was very faint, the customer tested three of the boxes and found faulty tests in all of them. Since they were holding twenty boxes, they asked how to resolve this problem. Importer comments: this is a late case for FDA submission, we have not yet sent this medwatch report to manufacturer (humasis) and will provide the medwatch report to manufacturer. However, this complaint issue was already informed of manufacture for their investigation and will be reported to FDA as soon as the investigation are finalized.